Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a fusiform 70 mm x 110 mm thoracic aortic aneurysm approximately one month ago. The proximal neck was 28 mm in diameter with a length of 50mm. The distal aortic neck diameter was 31mm. The patient had a previously implanted synthetic vessel for treatment of an abdominal aortic aneurysm. A valiant vamf3232c200tj was successfully deployed beneath the left subclavian artery. Then a valiant vamc3636c200tj was inserted; however, it would not pass through the synthetic aortic vessel. The delivery system was removed from the patient; there were small kinks observed. The physician believes the kinks were the result of multiple attempts to pass the device through the artificial graft. Another manufacturer's 24 fr sheath was inserted followed by implant of another manufacturer's 34mm×20mm stent graft distal to the previously implant valiant vamf3232c200tj. No clinical sequelae were reported and the patient is fine. The physician believes the cause of the event was the artificial graft; the 22 fr delivery system passed through without complication; however, there was difficulty with the 24 fr delivery system. The delivery system was discarded.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (kink). Caused by another drug/device (synthetic graft). Evaluation conclusion: another device caused failure (synthetic graft).